Manufacturer narrative:
A philips technical consultant (tc) went to the customer's site and tested the monitors. A visual test was performed on the mx40 telemetry device and mx400. The tc performed simulation tests on the mx40 and mx400 to trigger alarms and they all passed. The tc confirmed the monitors are working properly. The monitors passed all testing performed by the simulator and by physically changing the parameters on the monitor itself. The clinical audit logs have been requested, no response has been received at this time. A final report will be submitted once the investigation is complete. The following fields were corrected: d1: brand name, d2a: common device name, d4: model#, catalog#, serial , and UDI#, g4: 510k#.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The biomed requested assistance pulling clinical logs. It was reported the monitor failed to alarm for cardiac arrest. The patient was unable to be revived, the patient expired.

Manufacturer narrative:
The philips field service engineer (fse) stated the mx40 telemetry and mx400 bedside devices were temporarily removed from service and to his knowledge there was no issue with the pic ix and it was used without interruption. No pic ix device logs were collected, the mx40 and mx400 logs collected did not capture alarm events. As these logs are only stored for a period of time, the information is no longer available. There is no allegation the pic ix did not function as intended; however, the root cause could not be determined due to insufficient information. Attempts were made to clarify the details if the incident including a clear description of the incident, date & time of the event, expected alarms and cause of death, but the customer response was asked but unknown (asku). The customer did state that the mx40 telemetry box was functional after testing. Clarification around this statement was also requested to determine if the devices did not contribute to the patient death, but there was no response from the customer. The intellivue mx40 telemetry device used during this event is reported in MFR report number 1218950-2023-00534. The intellivue mx400 patient monitor device used during this event is reported in MFR report number 9610816-2023-00517.